Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inch long air bubble in the infusion set tubing. The user primed the tubing and was able to successfully remove the air. The user's blood glucose level was 93 mg/dl.